Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber was not returned to fph for investigation as it was discarded at the hospital facility before the incident was reported. We are currently in the process of evaluating information reported by the hospital to determine if the device had a malfunction which might have lead to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that one mr290v humidification chamber had cracked after 8 days of use. The complaint chamber was discarded at the hospital facility before the incident was reported to fph. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber was not returned to fph for investigation as it was discarded at the hospital facility before the incident was reported. The hospital provided additional information regarding the reported complaint. Our analysis is accordingly based on the information reported by the hospital and our knowledge of the product. The hospital reported that the complaint device had been in use for 8 days. It was also reported that therapy alternated between CPAP pressure support and bilevel ventilation during this time. When asked if it was possible that the complaint device was dropped or ran dry during therapy, the hospital could not provide a response. The hospital stated that hand disinfection solution did not come into contact with the complaint device. It is known that in some therapies, the pressures produced in the chamber are in excess of (B)(4) cmh2o ((B)(4) kpa), which may affect the integrity of the chamber. However, without the complaint device, we are unable to determine what may have caused or contributed to the problem reported by the hospital. If the complaint device was returned, it would have been visually inspected. All mr290 chambers are visually inspected and pressure tested before they leave the production line. Any chambers that fail any of these tests are discarded. The chamber would have met the required specification at the time of production. This suggests that the problem occurred after the subject mr290 chamber was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, or rare occasions, could lead to a loss of ventilation pressure." "Ensure there is a water supply connected to the chamber and that water is present within the chamber." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: (B)(4) kpa.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that one mr290v humidification chamber had cracked after 8 days of use. The complaint chamber was discarded at the hospital facility before the incident was reported to fph. No patient consequence was reported.